Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump had moisture damage. The customer¿s blood glucose level was 137 mg/dl. The customer stated that there was fluid in the battery compartment. The customer also stated that crack was found on back of pump. The customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.